Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2009, the patient had essure inserted. On (B)(6)2021, 4656 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) via surgery (essure removal). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2021, 4656 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("complete essure contraceptive implant migration through the posterior wall of the left uterusand on the right side through the fallopian tube"), fallopian tube perforation ("complete essure contraceptive implant migration through the posterior wall of the left uterusand on the right side through the fallopian tube"), device dislocation ("complete essure contraceptive implant migration through the posterior wall of the left uterusand on the right side through the fallopian tube") and abdominal pain lower ("pain left lower quadrant") in a 40 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of ovarian cyst, uterine fibroids, overweight, menses irregular, pelvic pain and abdominal pain in 2020 and post-term pregnancy in 2007. As concurrent condition the report mentioned leiomyoma since 2020. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced uterine perforation (seriousness criteria hospitalisation and intervention required), fallopian tube perforation (seriousness criteria hospitalisation and intervention required), device dislocation (seriousness criteria hospitalisation and intervention required) and abdominal pain lower (seriousness criterion medically important). The patient was hospitalised from (B)(6) 2020 to (B)(6) 2020. The patient was treated with surgery (hysterectomy - uterus,lysis of adhesion,salpingectomies,cystectomy,cystourethroscopyon (B)(6) 2020). The reporter considered abdominal pain lower, device dislocation, fallopian tube perforation and uterine perforation to be related to essure administration. The reporter commented: more than one essure related surgery: no. Essure removal date: as per pif - (B)(6) 2021 and as per mr - (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 25.391 kg/sqm. [Gynaecological examination] on (B)(6) 2020: encounter for gynecological examination (general) (routine) without abnormal findings [pathology test] on (B)(6) 2020: final diagnosis a: uterus with cervix and bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: cervix: no squamous or glandular dysplasia. Uterine body: adenomyosis. Benign endometrium. Adnexa: paratubal cyst. Complete fallopian tube sections. B: vaginal lesion: squamous papilloma. C: left ovarian cyst: portion of ovary with hemorrhagic corpus luteum. Clinical information: intrauterine leiomyoma, pain left lower quadrant, essure implant procedure: robotic assisted hysterectomy specimen source a uterus, cervix, bilateral fallopian tubes b vaginal lesion c left ovarian cyst gross description: there is a spring-like device on the outside measuring 1.1 x 0.1 cm. [Ultrasound pelvis] on (B)(6) 2020: tenderness of left lower quadrant of abdomen [ultrasound scan vagina] on (B)(6) 2020: uterus: 6.40 x 4.45 x 4.15 cm f1 1.45 x 1.40 x 1.43cms endometrial lining thickness: 5.79mm right ovary: 2.45 x 1.95 x 2.20cms left ovary: 2.08 x 2.02 x 2.00cms; on (B)(6) 2020: finding of essure contraceptive implant migration through the myometrium on the left ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device migration". Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("complete essure contraceptive implant migration through the posterior wall of the left uterusand on the right side through the fallopian tube"), fallopian tube perforation ("complete essure contraceptive implant migration through the posterior wall of the left uterusand on the right side through the fallopian tube"), device dislocation ("complete essure contraceptive implant migration through the posterior wall of the left uterusand on the right side through the fallopian tube") and abdominal pain lower ("pain left lower quadrant") in a 40 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of ovarian cyst, uterine fibroids, overweight, menses irregular, pelvic pain and abdominal pain in 2020 and post-term pregnancy in 2007. As concurrent condition the report mentioned leiomyoma since 2020. On 01-jan-2009, the patient had essure inserted. An unknown time later she experienced uterine perforation (seriousness criteria hospitalisation and intervention required), fallopian tube perforation (seriousness criteria hospitalisation and intervention required), device dislocation (seriousness criteria hospitalisation and intervention required) and abdominal pain lower (seriousness criterion medically important). The patient was hospitalised from 26-oct-2020 to 27-oct-2020. The patient was treated with surgery (hysterectomy - uterus,lysis of adhesion,salpingectomies,cystectomy,cystourethroscopyon 26-oct-2020). Essure was removed on 01-oct-2021. The reporter considered abdominal pain lower, fallopian tube perforation and uterine perforation to be related to essure administration. The reporter commented: more than one essure related surgery: no essure removal date: as per pif - 01-oct-2021 and as per mr - 26-oct-2020. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 25.391 kg/sqm. [Gynaecological examination] on 13-oct-2020: encounter for gynecological examination (general) (routine) without abnormal findings [pathology test] on 26-oct-2020: final diagnosis a: uterus with cervix and bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: cervix: - no squamous or glandular dysplasia. Uterine body: - adenomyosis. - benign endometrium. Adnexa: - paratubal cyst. - complete fallopian tube sections. B: vaginal lesion: - squamous papilloma. C: left ovarian cyst: - portion of ovary with hemorrhagic corpus luteum. Clinical information: intrauterine leiomyoma, pain left lower quadrant, essure implant procedure: robotic assisted hysterectomy specimen source a uterus, cervix, bilateral fallopian tubes b vaginal lesion c left ovarian cyst gross description: there is a spring-like device on the outside measuring 1.1 x 0.1 cm. [Ultrasound pelvis] on 13-oct-2020: tenderness of left lower quadrant of abdomen [ultrasound scan vagina] on 13-oct-2020: uterus: 6.40 x 4.45 x 4.15 cm f1 1.45 x 1.40 x 1.43cms endometrial lining thickness: 5.79mm right ovary: 2.45 x 1.95 x 2.20cms left ovary: 2.08 x 2.02 x 2.00cms; on 26-oct-2020: finding of essure contraceptive implant migration through the myometrium on the left ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device migration". Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-sep-2023: reporter and patient information, medical history, lab data, non drug treatment added. Event medical device removal was updated to partial prforation of myometrium, fallopian tube perforation and device migration/dislocation. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.